Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular epicardial lead had increasing impedance over one year, with measurements going from 568 ohms to 1363 ohms. It was also reported that over the last four years there was a high short interval count indicating over sensing. The lead was capped/abandoned and replaced by a new lead in the right ventricle. No patient complications have been reported as a result of this event.